Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon detachment occurred. The 92% stenosed, 18x2mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm maverick²¿ balloon catheter was advanced for dilatation. However, during the procedure, the balloon was detached inside the guide catheter. The detached balloon was simply removed together with the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter without the hub. The balloon was loosely folded. The shaft, hypotube, and bonds were microscopically and visually examined. 98.6cm of the hypotube and shaft were returned, the hub was not returned. The hypotube fracture surface is ovaled and torn, which suggests the device was kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon detachment occurred. The 92% stenosed, 18x2mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm maverick²¿ balloon catheter was advanced for dilatation. However, during the procedure, the balloon was detached inside the guide catheter. The detached balloon was simply removed together with the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.